Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a consumer regarding a patient receiving hydromorphone and bupivacaine via an implantable pump. The indication for use was spinal pain. The healthcare provider stated the patient came in for a refill and experienced an overdose last night. The caller stated the meds were injected systemically instead of the pump. The patient received narcan and spent the night in the ER (emergency room). The healthcare provider stated they would prescribe the patient over the counter medicine but would like to get in touch with a company representative to assist with a refill. Additional information was received on 12-aug-2025 from the patient who reported that someone was going to meet the patient to determine what¿s in their pump because of the refill issue. The patient stated most of the pump meds did not go in the pump and went all over their stomach, ran down their side, and saturated their shirt so they don¿t know how much is in the pump. Per the patient, they were overdosed and spent the rest of the day unconscious in the hospital.